Manufacturer narrative:
Additional information was obtained that the events submitted under this report were initially reported uner report # 9616099-2012-00650. Therefore, no further reports will be submitted under this subsequent report that was submitted two years after the initial event. All details obtained from this point will be submitted under report 9616099-2012-00650.

Manufacturer narrative:
Product information was received regarding the catalog and lot number of the device. Sections d and h were updated as applicable. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an attempt to unblock an occluded right common iliac artery the tip of the outback catheter dislodged in the patient requiring a further procedure to locate and remove the dislodged tip, however, the tip of the catheter could not be located. The surgeon was unable to re-canalize the occluded artery during the initial attempt and therefore the planned angioplasty and stent deployment was not possible. Approximately 4 months later another attempt was made to unblock the lesion. There were difficulties during the procedure; although a wire was passed up the catheter to the artery, the outback was unable to be advanced up through the occlusion. The surgeon abandoned the procedure and the device and the wire was removed. Upon removal of these items, it was noted that the flexible tip of the outback was missing. This was subsequently identified through fluoroscopy. The surgeon noted that there was a risk of distal embolization so he left the sheath and the device tip in place and contacted a vascular surgeon who removed the device tip. The patient underwent a third procedure to locate the missing device tip but unfortunately, the tip could not be located. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the information available for review, patient¿s anatomy and procedural factors (inability to cross the lesion) are most likely contributing factors to the inability to re-canalize the lesion reported resulting in the separated distal tips. A risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Event description:
In a legal brief, this claim relates to a defective outback ltd re-entry catheter used in an operation to unblock an artery. The tip of the catheter dislodged in the patient who required a further operation to locate and remove the dislodged tip. However, the tip of the catheter could not be located. The patient had an occluded right common iliac artery which was initially diagnosed on a CT angiogram. At a vascular-radiology multi-disciplinary meeting (mdt) it was decided that this should be investigated with a catheter angiogram, with a view to treating with an angioplasty and stent insertion. The initial procedure was performed but unfortunately the surgeon was unable to re-canalise the occluded artery. Therefore an angioplasty and stent insertion was not possible. At a further mdt 3 days later, it was decided that an angiogram should be re-attempted using the outback catheter. The case was further discussed at an mdt 2 ½ months later and the second procedure was requested that day. One month later, the second procedure was performed and an outback catheter was used. There were difficulties during the procedure; although a wire was passed up the catheter to the artery, the device itself was unable to be advanced up through the occlusion. The surgeon abandoned the procedure and the device and the wire was removed. Upon removal of these items, it was noted that the flexible tip of the device was missing. This was subsequently identified through a fluoroscopy. The surgeon noted that there was a risk of distal embolisation so he left the sheath and the device tip in place and contacted a vascular surgeon who agreed to dissect the sheath and the retained device tip. The patient underwent a third procedure to locate the missing device tip but unfortunately, the tip could not be located.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this report involves an outback cto catheter for which the lot number is not available.